Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the tortuous, severely calcified, 60-70% stenosed circumflex artery (cx). The cx was predilated with a maverick2 balloon of unknown size and a 2.75 x 20 mm taxus express2 drug eluting stent was advanced to the lesion but unable to cross. During attempts to cross the lesion the shaft kinked and broke. The break occurred in a portion that had not yet entered the body. The broken shaft and taxus stent were removed from the body and the procedure was successfully completed with four driver stents. No patient complications were reported. The patient status is reported as 'satisfactory/good'.